Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported problem was confirmed by the alarm history log. The root cause could not be determined; device was functioning as intended.

Event description:
It was reported that there was an error code 44228.this alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.